Manufacturer narrative:
Corrected data: new information has been made available and this product is not manufactured by cook medical. The following information was received on 29mar2017 by the lead tech at the reporting facility, (B)(6) hospital: ¿after further review of this case I realized that they were not cook stents after all. These were ev3 paramount mini stents and cordis palmaz blue stents. This procedure was before we brought in the formula stents in 2012.¿

Manufacturer narrative:
This report is for 2 stents of an unknown part and lot number. (B)(4). PMA/510(k) # : p100028. The event is currently under investigation.

Event description:
It was reported that during an angiogram, the cardiologist noted that the patient's formula stents were both occluded. There were two of them. The lot number and device name was requested but have not been provided. The user facility states they believe the stents are fractured. There was no information provided to indicate any intervention being performed. Additional information regarding the details of the event was requested but it has not been received.